Manufacturer narrative:
One swan ganz catheter with attached monoject 1.5 cc limited volume syringe and non-edwards three-way stopcock located at the proximal injectate hub was returned for evaluation. No error message was observed on vigilance ii monitor. The thermistor was submerged in a 36.9 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency to the catheter body, balloon or returned syringe was observed. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examinations were performed under microscope at 10x magnification and the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that inaccurate values were observed during use with a swan ganz catheter. Cardiac output (co) and cardiac index (ci) values were indicated as 14-15l/min and 9.8l/min/m2, respectively. The patient was not treated based on the incorrect values. The catheter was not exchanged after the issue was observed, and no error messages were displayed on the nihon koden polygraph monitor. No further information is available. Patient demographic information requested but unavailable. There were no patient complications reported.